Event description:
Patient reported the menu button on the infusion device did not work and the device triggered an e8 (power interrupt) error message. Patient stated he cannot confirm the error. Patient reported no health concerns. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.